Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored a non-baxter vial of vancomycin during activation. This was reported to have led to a piece of rubber from the vial getting into the baxter saline solution bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and grey particulate matter was present in the vial of the complaint sample. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. This particulate matter was not found to be in the fluid pathway. The reported condition was not verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.